Manufacturer narrative:
Reviewed of the provided data confirmed that all 13 runs to have made a potential false positive call of the scfa assay due to abnormal pcr growth curves. It is recommended to send this analyzer back for potential decontamination and potential fixed side replacement and replacement of actuators involved in pcr process (p8, p9, c8, c9, c10) and to check for other hw damages. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us generated thirteen potentially false-positive results when using the cobas ® sars-cov-2 & influenza a/b nucleic acid test for use with the cobas ® liat® system. Patient #1 generated sars-cov-2 and flu b positive and flu a negative. Patient #2 generated positive results for all 3 targets. Patient # 3 generated positive results for all 3 targets. Patient #4 generated positive results for all 3 targets. Patient samples 1 - 4 were all repeated on different cobas® liat® instruments and generated negative results. No additional data was available for patients 5 -13. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance, thirteen (13) mdrs will be filed, one (1) per patient.